Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the issue was resolved and no further investigation was required. The customer discovered that the medications were discontinued in pyxis but still active in cerner. They resolved the issue by discontinuing the orders in cerner and re-entering them. The customer later confirmed that it was an administration-related issue. The system functioned as intended after the customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient orders were not crossing. The customer stated that they were unable to override and pull the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this even